Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side panel was broken off the citadel plus bed. No injury, nor other medical consequences were reported to arjo. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by an arjo representative revealed the damaged left side panel. The faulty part was replaced. The review of post-market surveillance data, and the investigation carried out at the manufacturer side revealed that the main factor, which could lead to the safety side rail detachment might be related to an excessive force applied to the safety side. This finding is in line with information provided by the customer who stated that their patient rolled over and leaned on the safety side. To conclude, the safety side panel detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. The bed was in use by the patient when this issue occurred. No adverse event occurred, the complaint was decided to be reportable due to the safety side detachment.

Event description:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side panel was broken off the citadel plus bed. No injury, nor other medical consequences were reported to arjo.